Event description:
It was reported that the procedure was to treat a chronic totally occluded, moderately tortuous and moderately calcified right popliteal artery. A 3.5 x 30 mm trek balloon catheter was used without issue. After use it was noted that the device was used after the expiration date. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration/indication for use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the rx trek information for use (IFU)states: note the use by date specified on the package. Additionally, it should be noted that the trek rx and mini trek rx, global instructions for use states: the trek rx and mini trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, or balloon dilatation of a stent after implantation (balloon models 2.00 mm, 5.00 mm only). Based on the information reviewed, there is no indication of a product deficiency.